Manufacturer narrative:
Evaluation summary: the analysis results found that the atw35 device a was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was placed on the device and it did not fall out. The analysis results found that the atw35 device b was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was placed on the device and it did not fall out. Batch c5gk6a; mfg date: 12/2006; exp date: 11/2011.

Event description:
It was reported that during a vats lobectomy, the cartridge popped out of the jaws, and fell into the chest. The other four cartridges became partially dislodged. Another device was used to complete the case with an older lot# to complete the case. There was no consequence to the case.